Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Identified foreign material in the collimator. Cleaned collimator. The sys was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 6800 system experienced a "collimator stuck" error message on the left monitor. No pt injury reported.